Event description:
It was reported that the headboard was cracked with sharp edges.

Event description:
It was reported that the headboard was cracked with sharp edges.

Manufacturer narrative:
It was initially reported that the headboard was cracked with sharp edges. Follow-up submitted as further investigation determined there were no sharp edges reported and no bed functions were affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.